Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error and keypad anomaly. The customer¿s blood glucose level was 128 mg/dl. The customer reported that the insulin pump was alarming and cannot get out of it. The customer reported that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Insulin pump was not received with a critical pump error (open book image) alarm. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.